Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for patient 2 of 2 on day 2 of 2. See MDR #1061932-2009-00036 for patient 1 of 2 on day 1 of 2. Quality control materials were run before and after this incident and recovered within expected limits. On (B)(4) 2009 a field service engineer visited the site to assess the instrument. He cleaned and lubed the instrument guide rods, performed probe alignments and adjusted hgb (hemoglobin) calibration factor from 43.3 to 41.1. The root cause is unknown but may have been related to the adjustments subsequently performed during instrument servicing.

Event description:
The customer reported that the act 5 diff hematology analyzer generated erroneously low red blood cell, hemoglobin, hematocrit, platelet and red cell distribution width results on one patient sample. The erroneous results were reported outside of the laboratory. The physician questioned the results and the patient was redrawn. The redraw sample was tested on an alternate analyzer (lh750 hematology analyzer) with results different from initial sample testing. The redraw sample results were considered correct and a corrected report was issued. There were no reported changes to patient treatment associated with this event.